Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited possible premature battery depletion. Previously, the device showed three years remaining longevity. During the recent check, the device showed one year remaining longevity. Data analysis showed that the device was depleting normally and that the additional power consumption was the result of persistent atrial fibrillation (afib) that started within the last few months. Boston scientific technical services (ts) explained how atrial rate sensing and signal artifact monitoring (sam) in the presence of atrial fibrillation (af) can cause longevity impact. As of this time, the device remains in service. No adverse patient effects reported.